Manufacturer narrative:
Description of event or problem: additional information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had ablation on (B)(6) 2019. The patient was taken off of amiodarone and esmolol. The patient did not have any more ventricular tachycardia and the event resolved on (B)(6) 2019.

Event description:
It was reported that ventricular tachycardia reoccurred on(B)(6)2019 and the patient was defibrillated. The ventricular tachycardia returned in the afternoon and continued throughout the night, resulting in the patient undergoing an ablation procedure on (B)(6)2019 . It was also reported that the patient experienced right heart failure while hospitalized and an rvad was placed on (B)(6)2019 prior to the ablation procedure. Following the rvad implant procedure, bloody and oozing drainage was noted from the rvad site, which was dressed aseptically with gauze. A femoral sheath had also been placed, which resulted in a shunting procedure, as well as hypoxemia. On (B)(6)2019 it was noted that the patient had an iatrogenic atrial septal defect and the surgeons decided to close the patient up on(B)(6)2019 . On (B)(6)2019 the rvad¿s fixed speed was decreased from 7300rpm to 4300rpm in order to maintain a minimum flow rate of 3.0lpm. The patient continued to experience severe hypoxemia, likely due to residual shunting. The patient was eventually taken off of amiodarone and esmolol, and was decannulated on (B)(6)2019 . The event reportedly resolved on(B)(6)2019 .

Manufacturer narrative:
Section b5, h6: additional information manufacturer's investigation conclusion: a direct correlation between the reported right heart failure and mlp-005148 cannot be conclusively determined through this investigation. The heartmate 3 lvas IFU lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 1 year, 10 months, 3 days. Investigation summary: a direct correlation between the patient¿s cardiac arrhythmia and the device cannot be conclusively determined. Upon consultation with technical services, no log file data from the time of the event was submitted for review; therefore, the reported low flow alarms could not be confirmed. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and notes that changes in patient conditions can result in low flow. The IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on the event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had been experiencing ventricular tachycardia since (B)(6) 2019. The patient arrived at an outside hospital on (B)(6) 2019 experiencing ventricular tachycardia and had a heartrate around 190bpm. Two amiodarone boluses were administered, and defibrillation/cardioversion were attempted with no results. Later on the date of admission, the patient¿s ICD fired and restored the patient to normal rhythm. The patient was transferred to center in the morning of (B)(6) 2019. Upon arrival to the patient reported low flow alarms and was experiencing ventricular tachycardia with a heartrate around 150bpm. The patient¿s ICD was interrogated and failed to anti-tachycardia pace. The patient was administered a 150mg bolus of amiodarone and was later transitioned an amiodarone drip. The patient was transferred to the intensive care unit for further management. It was reported that ventricular tachycardia reoccurred on (B)(6) 2019 and the patient was defibrillated. No further information was provided.